Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed and the cause was undetermined baxter has received similar reports for the reported problem. Additional investigation is being conducted through CAPA # (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.